Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, scope communication error b30 occurred when the power of the subject device was turned on. The user replaced the subject device with another device to complete the procedure. The subject device was used in combination with rigid videoscope wa50042a. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and the spare ch-s190-08-lb (the video connector has the same shape as rigid videoscope wa50042a) and found that the reported phenomenon could not be duplicated. Omsc was informed that there was a problem with rigid videoscope wa50042a used in combination. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that the reported phenomenon occurred due to failure of the subject rigid videoscope wa50042a.